Event description:
Pt stated that her daughter was born bow legged and has multiple food and metal allergies. She believes that because of the user of essure and her allergies to nickel during pregnancy, her daughter has developed altered bone growth and has been unable to have various immunizations because of a dairy allergy. Her daughter has experienced diarrhea, hives and anaphylaxis. Mother states that the pediatrician believes that during the essure usage, her nickel allergy crossed the placental barrier and affected the unborn child.